Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result on coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the acl top 550 il readiplastin method. The laboratory result was 6.9 inr and the meter result was 4.3 inr. On (B)(6) 2019 the laboratory result was 4.3 inr and the meter result was 2.8 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The customer does have 'thrombosis due to antiphospholipid antibodies (apa).' Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.